Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick over-the wire (otw) balloon ruptured. The 99% stenotic lesion was located in the calcified distal right coronary artery (rca). The maverick otw balloon ruptured at 6 atms. The total number of inflations and to what atms is unknown. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.